Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a post implant follow-up. The lead exhibited decrease sensing and suspected to be dislodged. The lead was repositioned successfully and the patient was doing well.